Event description:
Rptr has had bed for the last year. Medical supply company gave rptr a copy of the report of the action FDA has taken against the vail bed company. Rptr has had numerous instances with pt getting head stuck in the bed. If rptr doesn't stuff blankets down the side pt manages to get their head down the side and rptr has a hard time getting it open to get pt out. Rptr can no longer zip the bed shut because rptr can't open it when pt gets stuck. Rptr got this bed because it was the best option for pt. Pt has cp, a seizure disorder, and microcephalic. Rptr thought pt's head was just getting stuck because it's so small. The crown of pt's head is the size of a newborn's.